Event description:
Little bites in mouth [mouth injury] rotating head of an oral-b electric toothbrush head detached [device breakage] product counterfeit [product counterfeit] consumer contacted via e-mail and stated that the rotating head of the toothbrush head became detached. No serious injuries were reported.

Manufacturer narrative:
06-feb-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Little bites in mouth [mouth injury]. Rotating head of an oral-b electric toothbrush head detached [device breakage]. Case description: consumer contacted via e-mail and stated that the rotating head of the toothbrush head became detached. No serious injuries were reported.